Manufacturer narrative:
The field service representative could not find a cause. He performed checks, decontaminated and replaced tubing and the syringe seal, and adjusted the voltages. The checks were acceptable and the customer qc results were within range. As the qc recovery was within range, there was no indication for a performance issue of reagent or instrument. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable troponin t gen5 stat elecsys results for two patient samples from the cobas e411 disk analyzer. Patient 1 initial result was 18 ng/l and the repeat result from another analyzer was 22.4 ng/l. Patient 2 initial result was 9 ng/l and the repeat result from another analyzer was <6 ng/l with a data flag. This patient was a (B)(6) male. The initial results were reported outside of the laboratory. The reagent lot number was 41679900 with an expiration date of 30-nov-2020.